Event description:
On 8/4/2025, it was reported by an arthrex subsidiary employee via email that an ar-2325bcc biocomposite swivelock eyelet broke off during insertion. This was discovered during an mpfl procedure on (B)(6) 2025. The case was completed using another ar-2325bcc biocomposite swivelock. The patient was not affected. Additional information was received on 08/12/2025: all fragments of the eyelet were retrieved. The case was not delayed, and no additional anesthesia was administered to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.